Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks. Review of stored electrograms (egm) revealed double counting on the right ventricular (rv) lead resulting in inappropriate shocks, lead dislodgement was suspected. A magnet was applied to stop the shocks and the patient condition was stable after. Programming changes were performed to turn off defibrillation therapy and pacing. Chest x-ray was performed, and rv lead dislodgement was confirmed. The patient wanted the whole system explanted and no new device re-implanted. The ICD, rv lead, and atrial lead were explanted without complications.